Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600 mg/dl range. The cause for the elevated bg levels was unknown. Customer delivered a bolus and set a temporary rate to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.